Event description:
During procedure (cataract extraction with posterior chamber intraocular lens implantation) a few white flecks of unknown material were noted when doing cortical removal. Suspect this is a substance that was introduced from the I/a handpiece. No pieces were left in the eye and additional irrigation was performed. This has occurred multiple times, unclear if there is precipitation of the balanced salt solution used.